Event description:
It was reported that a leak occurred with a lap-band. After an attempt to add saline through the port, the physician noted the band failed to inflate any further. F/u findings: the physician had exonerated the device from causing leak.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The info will not be received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with the report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."